Event description:
A valiant stent graft system that was modified by fenestration of the valiant stent graft to preserve the lsa (left subclavian artery) for implanting in a patient for the endovascular treatment of a 5.5 cm in diameter thoracic aortic aneurysm. It was reported that the CT revealed that there was either a proximal type I endoleak or a type iii fabric endoleak from the incision during the fenestration modification. Per the physician, the causes of the events could not be determined. No additional clinical sequelae were reported and the patient will be monitored by the physician.